Event description:
The following event was reported by a foreign distributor in (B)(4). The distributor reported a unit that is alarming "high peak pressure, circuit occlusion, high rate, high peep, open safety valve. According to the distributor, the software revision on the ventilator was 4.3, it was upgraded to 4.6 but that did not correct the problem. The gas delivery engine was replaced, and the problem corrected. No patient involvement.

Manufacturer narrative:
(B)(4) . Carefusion technical support issued a returned goods authorization (rga) number was also issued for the retrun of the alleged faulty gas delivery engine for evaluation. As of may 1, 2015, carefusion has not received the alleged faulty gas delivery engine.